Manufacturer narrative:
One 7.0mm cannulated router drill and 2.4mm passing pin was returned for evaluation of the reported complaint mode, ¿broken tip¿; the tip of the pin was not returned. The complaint was confirmed, as the cutting edges of drill were not sharp, and the passing pin was found to be broken in the drill. The actual root cause of the wire breaking was not able to be determined. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
During an anterior cruciate ligament reconstruction utilizing the passing pin 2.4mm, it was reported that when the 7.0m cannulated router drill was used to drill over the 2.4mm guide wire, the wire seemed to be blunt. It was reported that the drill would not drill any further, resulting in the tip of the wire breaking off. The broken piece was taken out with a grasper and a new 2.4mm guide wire was opened and used. It was reported that additional debris fell into the patient when the break occurred. It was also reported that the surgeon was able to remove more than 80% of the metal debris using a shaver. This was the first time the device had been used. There were reported patient injuries and no patient complications were observed.